Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a trail patient. It was reported that, during the procedure on (B)(6) 2016, it was noticed that the two tunneling sheaths were missing from the lead kit. While the rep was going to get a tunneling tool kit from their trunk stock, the doctors found a flexible sheath to use in place over the tunneling tool to work the same as the sheaths from the kits. The kit was set to be returned to the manufacturer, but the lead was implanted and was functioning properly with the patient during the trial. There were no symptoms reported and the issue was resolved with an alternative to tunnel the lead and extension safely.